Event description:
Pt reported obtaining back-to-back blood glucose results of 514 mg/dl and 194 mg/dl and 399 mg/dl and 194 mg/dl on the aviva test system. Pt did not modify therapy based on these results. No pt injury was reported and no treatment was rec'd. Pt did not provide the location where the discrepant results were obtained. Qc testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.